Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer used supplies over 72 hours, tandem technical support educated customer on proper cartridge use.

Manufacturer narrative:
This is capturing ongoing occlusion alarms that resulted in the customers pump being replaced. Due to this, b17 has been added, b13 removed.